Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer was assisted with button error/keypad anomaly troubleshooting. The customer¿s blood glucose level was 32 mg/dl at the time of the incident. The customer stated that clock on the insulin pump did not advance when observed for one minute and the display was not doing anything at all. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer treated with juice and declined troubleshooting for the low. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no frozen screen or button error alarm noted. Unit time/clock moved. However, unit had unresponsive escape, act and down buttons due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and cracked case at display window corners.